Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was making a noise during charging. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
(B)(4) is being considered a duplicate of (B)(4). Please refer to (B)(4)and MDR 1218950-2019-09501 for details on the investigation and conclusion of this case. This MDR (above) coded identical to MDR 1218950-2019-09501. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.